Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). Additional emdr was submitted to represent the bard/davol mesh ¿ composix (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composite mesh (composix mesh) and perfix plug on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient underwent revision surgery on (B)(6) 2010. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b4, b5, b7, d4(catalog no, lot no.), g1, g3, g4, g6, h2, h6, h10, h11. Corrected field: b3 (date of event) this supplemental emdr represents the perfix plug (device #2). Additional supplemental emdr was submitted to represent the mesh ¿ composix (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composite mesh (composix mesh) and perfix plug on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient underwent revision surgery on (B)(6) 2010. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2003 - patient was diagnosed with recurrent incarcerated incisional hernia (x5) thereby underwent open repair with implant of composix mesh (device # 1) and perfix plug (device #2). Per op notes, "the composix mesh (device # 1) and perfix plug (device #2) were placed and sutured." On (B)(6) 2004 - patient was diagnosed with abscess with incarcerated hernia thereby underwent open repair with implant of synthetic mesh. Per op notes, "scar tissue and adhesions around the surrounding abscess were taken down and a synthetic mesh was placed and sutured." On (B)(6) 2004 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of synthetic mesh. Per op notes, "adhesiolysis was performed, and a synthetic mesh was placed and sutured." On (B)(6) 2010 - patient was diagnosed with recurrent incarcerated incisional hernia, abscess thereby underwent open repair with explant of synthetic mesh and implant of synthetic mesh. Per op notes, "chronic abscess was found. Lysis of adhesions was performed. The fascia with prior synthetic mesh was removed and a synthetic mesh was placed and sutured." On (B)(6) 2016 - patient was diagnosed with recurrent incarcerated incisional hernia, pain thereby underwent open repair with implant of synthetic mesh. Per op notes, "adhesiolysis was performed, and a synthetic mesh was placed and sutured."